Event description:
Two and a half years ago installed medtronic stimulation device in back, as trial was successful. Numerous different settings, all caused more pain than I had to begin with. Finally had it removed (B)(6) 2020. Suffering much pain now. After implant our only contact was with medtronic reps (3 different ones). We were advised by medtronic that they would report this adverse event to the FDA. At issue is that every setting they tried it simply caused more pain that I had prior to the implant. At this time the pain is nearly unbearable, but some may be due to surgery.